Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the flex driver is fractured in 2 locations causing kinking. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was drilling for acetabular screws, the flexible drill bit shaft became twisted and kinked. Another drill shaft was used and the surgery progressed as normal. There was no consequences or impact to the patient.